Manufacturer narrative:
(B)(4). Additional manufacturer narrative: host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. Although patient factors are believed to play a crucial role, abnormal or severe pannus growth can eventually affect the function of the valve. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that six (6) years, nine (9) months post-implantation of this 31mm bioprosthetic mitral heart valve, a 29mm transcatheter valve was implanted (valve-in-valve). The reason for re-operation was due to host tissue/pannus and rigid thickened leaflets causing limited mobility. The transcatheter valve demonstrated good results and the patient was listed as doing well, post-operatively.